Event description:
It was reported that during an unknown procedure, the staples did not come out of the device properly. A few of the staples released and the knife stopped when firing. The staples were not formed. It is unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.